Event description:
It was reported that on (B)(6) 2013 during a revision surgery for a 3.5mm locking compression plate (lcp) proximal humerus plate due to non-healing revealed through x-ray and CT scan. The patient was not complaining of pain and had really good range of motion. The surgeon wanted to be proactive and removed the original hardware implanted on (B)(6) 2013 and replaced it with a new proximal humerus plate and performed a bone graft. When the surgeon was removing the 3.5mm locking screws, two of them broke just below the head of the screw. The broken portions of the two screws were quickly retrieved from the humeral head with a pair of needle holders used to grab the remainder of the screw and unscrew it. This delayed the procedure about 10 minutes and caused no harm to the patient. The surgery was successfully completed. This report is for 2 unknown locking screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a part number and lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.